Event description:
In early 2009, boston scientific corporation was informed while, the customer noted that the resolution clip device had already been partially deployed when they opened the package.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.